Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected results were obtained from a single level of vitros liquid performance verifier (lpv) ii fluid, lot x9323, and a single level of non-vitros biorad ethanol/ammonia control, lot 54370, using two different vitros ammonia (amon) slide lots (1020-0262-4476 and 1019-0263-9036) on a vitros 4600 chemistry system. Vitros amon slide lot 1020-0262-4476 biorad level 3 amon results of 186.5 and 286.5 vs. The expected result of 237.28.1 mol/l. Vitros amon slide, lot 1019-0263-9036, vitros lpv ii amon results of 144.8, 145.1, 158.4, 149.9, 158.0, 143.2, 130.7 and 148.1 vs. The expected result of 198.2 mol/l biorad level 3 amon results of 185.0 and 189.8 vs. The expected result of 237.28.1 mol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation concluded that higher and lower than expected results were obtained from a single level of vitros liquid performance verifier (lpv) ii fluid, lot x9323, and a single level of non-vitros biorad ethanol/ammonia control, lot 54370, using two different vitros ammonia (amon) slide lots (1020-0262-4476 and 1019-0263-9036) on a vitros 4600 chemistry system. The assignable cause of the event was determined to be an instrument related issue likely due to ammonia contamination of the microslide incubator. The cause of the ammonia incubator contamination was not determined. Vitros amon within run precision testing was unacceptable and atypical within-lab vitros amon qc performance was observed on both the vitros amon slide lots. An ortho field engineer is scheduled to go onsite to perform an incubator decontamination procedure, which is expected to resolve the issue.